Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed and an watchman access system (was) double curve was used. After an attempted deployment, the closure device was resheathed and a kink occurred in the sheath catheter. The kinked was removed from the patient and the procedure was discontinued. No damage and no patient complications were noted.